Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, the patient began vomiting. The patient¿s bg meter was reading 386 mg/dl, and the reporter could not recall the cgm comparison, but stated it was inaccurate. The patient¿s father took him to the emergency room where the patient was diagnosed with diabetic ketoacidosis (dka). The patient was treated with lantus insulin. It was also reported that the patient took afrezza as a routine daily medication at home. He was discharged on (B)(6) 2024. The patient was tired, had lost weight, and was still recovering at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.